Event description:
It was reported that manipulation under anesthesia was performed on a patient three months after his primary left tka surgery. This adverse event was resolved.

Manufacturer narrative:
H3, h6: the devices, used in treatment, were not returned for evaluation. Therefore, product analysis could not be performed at this time. So the reported event could not be confirmed. A medical investigation was conducted and confirms this complaint from the united states and the journey ii cr clinical study, reports a manipulation under anesthesia five weeks post a ¿motor vehicle accident¿. The study listed this event as possibly related to the prosthesis and the procedure and resolved with the ¿manipulation under anesthesia¿ the impact to the patient was documented as recovered. The clinical study report forms were provided but do not provide insight as to why/how this could be related to the prosthesis or the procedure. A review of complaint history on the listed part revealed no prior complaints for the listed batch with the same failure mode. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of risk management files and instructions for use found that the reported failure was documented appropriately. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further investigation warranted for these complaints; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.